Event description:
Checkpoints were not added to back table count. Plan was archived and exited without confirming checkpoints were removed. Therefore, checkpoints (one femoral, one tibial) were left in patient. The surgeon is not planning on removing checkpoints. If they begin to bother the patient following post op appointments, surgeon will decide to remove. Was a right total knee. Case type / application: tka 2.0.